Event description:
On 6/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after contracting peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025. A peritoneal effluent fluid culture and cell count (wbc = 2773, polymorphonuclear leukocytes = 1703) were collected, and the patient was diagnosed with peritonitis. The patient was treated with vancomycin and zosyn; however, the route, dosages, frequencies, and durations were not provided. The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, as well as staphylococcus lugdunensis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a recent bout of constipation (uncertain if transmural migration of bacteria occurred) or an unspecified touch contamination event. The patient continued to undergo ccpd while hospitalized, and resumed therapy utilizing the same liberty select cycler following discharge. The pdrn reported the patient is recovering from the events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and drain complications), which required hospitalization and antibiotic therapy. Pdrn attributed causality to a recent bout of constipation (uncertain if transmural migration of bacteria occurred) or an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus epidermidis and staphylococcus lugdunensis are part of the normal human biota and are commonly found on the skin, anterior nares, and axillae. Lastly, gastrointestinal complications are known to commonly occur in patients with renal failure. The prevalence of constipation is as high as 29% in patients on peritoneal dialysis. The association of constipation with renal failure is attributed to lifestyle changes that relate to renal dysfunction, including reduced levels of activity, reduced fiber intake (owing to potassium-restricted diets), use of phosphate binders, and the presence of multiple comorbidities such as diabetes and cerebrovascular disease. Avoiding constipation is believed to decrease transmural transmission of bacteria. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 6/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after contracting peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025. A peritoneal effluent fluid culture and cell count (wbc = 2773, polymorphonuclear leukocytes = 1703) were collected, and the patient was diagnosed with peritonitis. The patient was treated with vancomycin and zosyn; however, the route, dosages, frequencies, and durations were not provided. The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, as well as staphylococcus lugdunensis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a recent bout of constipation (uncertain if transmural migration of bacteria occurred) or an unspecified touch contamination event. The patient continued to undergo ccpd while hospitalized, and resumed therapy utilizing the same liberty select cycler following discharge. The pdrn reported the patient is recovering from the events.